Event description:
Customer states that the device developed a cuff leak. Customer confirmed that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
Inconclusive - investigation in progress.